Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (casing/condition issue) issue. It was reported there was evidence of sand ingress into the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Product analysis: the pump has been returned and evaluated by product analysis on 06/17/2014 with the following findings: the complaint could not be duplicated during investigation. No debris or contamination was observed within the battery compartment. No battery compartment cracks were discovered during evaluation. A battery cap was not returned with the pump; a test cap was used during testing.